Manufacturer narrative:
Investigation: customer returned (6) loose 31g x 6mm, 1ml relion insulin syringes (used). Relion consumer reported scaling/lines on syringes are inaccurate, meaning first line is not starting at same area on barrel. Stated when he pushes on plunger, the stopper is stiff, so he has to keep playing around with plunger until the stopper is loose enough for him to use. All 6 samples were examined and the following was observed: - no difficulties moving the plunger rods on any of the returned samples - all 6 samples were tested using a 1ml syringe plug gauge: all 6 fell within the plug gauge spec and passed a review of the device history record was completed for batch# 8127867. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that relion¿ insulin syringe had misaligned scale markings and the plunger was difficult to move. The following information was provided by the initial reporter: material no. 328519 batch no. 8127867, unknown it was reported that the scale markings are misaligned on syringes. Stated stopper is stiff and plunger is difficult to move. Issues for scale misaligned and plunger rod difficult to move recorded also with an unknown lot number to represent issues that have happened with previous boxes of same product 328519. Verbatim: relion consumer reported scaling/lines on syringes are inaccurate, meaning first line is not starting at same area on barrel. Stated when pushing on the plunger, the stopper will land at 1 unit marking and some will land at zero starting point. Stated it makes it hard for him to measure dosage so he's guessing. Stated when he pushes on plunger, the stopper is stiff, so he has to keep playing around with plunger until the stopper is loose enough for him to use. Stated he noticed it with previous boxes but this box, lot, he's finding more of the problem. Lot: 8127867, occurrence date unknown. Item: 1ml, 31g, 6mm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8127867, medical device expiration date: n/a, device manufacture date: 2018-07-02. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion¿ insulin syringe had misaligned scale markings and the plunger was difficult to move. The following information was provided by the initial reporter: material no. 328519, batch no. 8127867, unknown. It was reported that the scale markings are misaligned on syringes. Stated stopper is stiff and plunger is difficult to move. Issues for scale misaligned and plunger rod difficult to move recorded also with an unknown lot number to represent issues that have happened with previous boxes of same product 328519. Verbatim: relion consumer reported scaling/lines on syringes are inaccurate, meaning first line is not starting at same area on barrel. Stated when pushing on the plunger, the stopper will land at 1 unit marking and some will land at zero starting point. Stated it makes it hard for him to measure dosage so he's guessing. Stated when he pushes on plunger, the stopper is stiff, so he has to keep playing around with plunger until the stopper is loose enough for him to use. Stated he noticed it with previous boxes but this box, lot, he's finding more of the problem. Lot: 8127867, occurrence date unknown. Item: 1ml, 31g, 6mm.